Manufacturer narrative:
Other text: one cadd legacy 1 pump was returned for analysis. The investigation found a service due displayed upon power up, the clock battery needs to be replaced. The ec1310 error was cleared.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited lec 1310 error code. No adverse effects were reported.